Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported receiving a low and failed battery alarms. Customer stated that they have been experiencing high blood glucose readings and are working with their doctor to bring them down. Customer's blood glucose reading at the time of the call was 257 mg/dl and has treated with an insulin pen. Customer also mentioned receiving a no delivery alarm that was resolved with a set change. No further information reported.